Event description:
It was reported that the patient presented to the clinic and multiple episodes of non-sustained right ventricular (rv) oversensing were observed on the rv lead. Further review of the episodes indicated the rv lead was undersensing. Programming changes were made. The patient was stable throughout.